Event description:
It was reported that during interrogation, the device was found to be in backup vvi mode while in the box. The device was not used.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the device image and was due to a bus error. Test code was downloaded to the device. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the backup vvi could not be determined.